Manufacturer narrative:
The insulin pump alarmed button error and the act button was unresponsive due to corroded keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and scratched case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.